Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed ventricular signals falling into post-ap blanking due to sensor-driven atrial pacing. Post-ventricular atrial refractory period (pvarp) was 300-330 ms, which indicated this was timing related. Technical services (ts) discussed troubleshooting options and programming considerations, such as turning off atrial flutter response (afr). This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.